Event description:
Cross-reference to / duplicate of MFR report number 9610773-2014-00025. Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the loop wire of in total 2 hf resection electrodes of the same model (wa22306d), but from different lot (13283p02l001; 13316p02l002) broke. While the first breakage occurred outside the patient, the loop wire of the second hf resection electrode broke off and fell inside the patient and remained there, as it could not be located under endoscopic view. However, the intended procedure was reportedly completed without further complications by using a third hf resection electrode of the same model (wa22306d), but from different lot (13329p02l001). Five days later, an x-ray was performed where the broken off loop wire was located and subsequently retrieved by unspecified endoscopic procedure.

Manufacturer narrative:
The suspect medical devices were not returned to the manufacturer for evaluation, but to olympus medical systems corporation (omsc), (B)(4). Synopsis of the evaluation/investigation: evaluation found the first hf resection electrode (lot number 13283p02l001) with a completely broken off/detached loop wire, which was also provided. There are clearly visible burn marks was also provided. There are clearly visible burn marks at the wire ends and the partially melted insulation of the fork tubes as well as at the loop wire. Furthermore, at one site of fracture the loop wire is melted together with a foreign material. Causal for these damages is mechanical overload by the application of excessive force. Evaluation found the second hf resection electrode (lot number 13316p02l002) with a completely broken off/detached loop wire which was also provided. There are clearly visible burn marks at the wire ends and the partially melted insulation of the fork tubes as well as at the loop wire. Causal for these damages is mechanical overload by the application of excessive force. Evaluation found the third hf resection electrode (lot number 13329p02l001) with slightly twisted fork tubes and a slightly bent/deformed loop wire. Causal for these abnormalities/findings is mechanical overload by the application of excessive force. As clearly stated as a warning note in the instructions, the user must not bend the distal end/tip of the hf resection electrode as bending may damage the device, leading to sparkover with subsequent electrical, mechanical and thermal injury of the patient and/or unintended nerve stimulation. The user apparently did not follow these instructions as the abnormalities/findings and damages of the hf resection electrodes with the subsequent breakage of the platin-iridium wire were caused by mechanical overload by the application of excessive force. Therefore, this incident was attributed to abnormal use/off-label use. Furthermore, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot numbers of the hf resection electrodes without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions. However, the incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in abundance of caution.